Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted image and returned modular cable confirmed damage to the outer jacket. Although a specific cause for the damage could not be conclusively determined, it did not contribute to an electrical issue. It was reported that the patient¿s modular cable was damaged, and the patient received a cable exchange. The damaged cable was returned for evaluation. Examination of the modular cable, lot number 171755, revealed that the outer jacket was damaged. The controller and inline connector pins were unremarkable. Upon disassembly of the cable, examination of the underlying layers revealed no areas of damage. The modular cable passed functional testing, in the condition that it was received, without issue. The relevant sections of the device history record of modular cable, lot number 171755, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable was damaged. The modular cable was exchanged.